Manufacturer narrative:
Product complaint # (B)(4). H 6. Investigation findings: c22 ¿ photo investigation h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ is the device available to be returned for evaluation?¿no the following information was requested, but unavailable: ¿ how was the product purchased? ¿ is there an indication of how the product was distributed? ¿ is there any indication of the source? ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? ¿ was the device used on a patient? If so, was there any patient consequence? Investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows twelve closed single barrier folders labeled 1953. The image was visually inspected product code 1953 and lot ubb1931. Upon visual inspection, multiple labeling discrepancies were identified, for example missing the information ¿not for re-export to the u.s.a., duplicate/identical time stamps on the back. Lot number is not active in the different systems that we use to monitor the statuses of the manufactured batches, diversion was confirmed. Ethicon products were not distributed by authorized affiliates. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. A manufacturing record evaluation was performed for the finished device batch ubb1931and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that feedback was received about suspected counterfeit products from online sources. China supply chain checked product traceability information but there's no record. No adverse patient consequences were reported. Additional information was requested.